Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the health care professional (hcp) aborted the placement of the paddle lead after several attempts and the lead kept going left and right lateral gutter. The hcp could not achieve midline placement nor could they advance to the desired vertebral level. The hcp decided to place 2 percutaneous leads and was able to locate them approximately midline at the desired vertebral level. Their medical history was reported to be parkinson¿s, muscle spasms, and cervical extremity numbness. It was stated that the surgeon was unaware of the patient¿s medical history and that it was unrelated to the reported event with the scs system. No symptoms were reported during this intra-operative event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.